Event description:
A customer from france reported a malfunction of their pump, as indicated in a distributor complaint. There was no adverse impact to the customer's blood glucose level, as blood glucose values were not provided. The pump was confirmed to start, charge, and be recognized by the computer, but because the fault ID could not be confirmed, the device will be returned, and the customer is expected to receive a replacement pump by march 30, 2026.